Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00515.

Manufacturer narrative:
(B)(4). Brand name: uretex urethral support system, catalog#: 485054, (B)(6).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: cystocele, rectocele, vault prolapse procedure (s) performed: anterior colporrhaphy with graft, posterior colporrhaphy with graft, sacrocolpopexy, suburethral sling (transobturator). Complications post implant: in 2011 - patient experienced dyspareunia, suprapubic abdominal pain, cramping feeling in suprapubic (sp) area, small amount of dysuria pelvic some mild bladder complaints. In vagina-grade I cystocele, grade I rectocele - urinary tract infection (uti), postmenopausal atrophic vaginitis.